Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01556. It was reported that after a scs trial explant procedure on (B)(6) 2018, there was a metal fragment discovered in the patient's tissue via x-ray imaging. It was also reported that all lead contacts were accounted for during the trial lead explant procedure. It is currently undetermined as to the origin of the metal fragment.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01556. Follow up revealed that the physician allegedly does not believe the metal fragment was part of the trial leads explanted.